Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple malfunction alarms occurred intermittently. There was no patient involvement, as the pump was being used for demonstration purposes and not being used for insulin therapy. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.